Event description:
It was reported that the day prior to report the patient fell down on the ¿right side where the implant was.¿ the same day, the patient noticed it would ¿vibrate in the area above the stimulator and when he touched it and it would seem to go off when he touched the left side.¿ the patient mentioned that they had the stimulator for ¿about¿ four weeks. The patient was redirected to the healthcare professional (hcp). It was later reported that the healthcare professional (hcp) had not seen the patient after the implant on (B)(6) 2014. It was also noted that the hcp had not seen the patient since ¿event.¿ it was noted that it was unknown if the patient required hospitalization as a result of the event. It was later reported that the patient still had concerns with their device or therapy but was working with the doctor or manufacturer representative. It was noted that the patient had an appointment (B)(6) 2014 it was later reported by the manufacturer representative that the patient was scheduled to be seen (B)(6) 2014. It was noted that the patient had not been seen and that there was no other information to provide as of (B)(6) 2014. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Correction: it was previously reported that "...there was no other information to provide as of 2014-06-13." However, it should have been reported as "...there was no other information to provide as of 2014-06-09." The date was changed from 2014-06-13 to 2014-06-09.

Event description:
Additional information received reported that according to the patient's response the day after programming ,the patient was doing well and getting good coverage after the reprogramming. It was noted that the manufacturer representative had no further information.